Event description:
Reportedly, after an ac power supply cable was removed in order to switch the ventilator to battery operation, the battery pack was not recognized. The ventilator did not stop delivering breaths, but the pt was transferred to another ventilator and she was ambu bagged during transfer.

Manufacturer narrative:
(B)(4).